Manufacturer narrative:
Retrospective review: the event is being reported as a malfunction due to the heater overheating resulting in damage to the unit. A complaint investigation has been opened and associated corrective action has been assigned. The root cause is unk at this time. Further results will be sent to the agency at the conclusion of our root cause analysis.

Event description:
Customer reported the heater on their aer malfunctioned and over heated to the point of causing teh cidex opa to steam. As a result of the device malfunction, the endoscopes being processed were damaged and the basin in the aer warped. No injuries were reported as a result of the malfunction to healthcare workers or pts.